Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was applied in a patient who also received a vascular graft. During follow-up, the surgeon found fluid retention in the area surrounding the vascular graft. The fluid retention subsequently disappeared. It is it not known if the surgeon has established a correlation between the event and the use of bioglue.

Manufacturer narrative:
According to the report, bioglue was applied to a patient who also received a vascular graft. During follow-up, the surgeon found fluid retention in the area surrounding the vascular graft. After that, the fluid retention disappeared early. A review of available records was performed for this event and based on the information available at the time of the report, a definitive cause of the fluid accumulation observed around the vascular graft is unknown. Based on the history and safety profile of bioglue, it is unlikely that bioglue caused or contributed to the observed complication. It is possible this event represent a seroma, which is a known potential complication of any type of surgery.

Event description:
According to the report, bioglue was applied in a patient who also received a vascular graft. During follow-up, the surgeon found fluid retention in the area surrounding the vascular graft. The fluid retention subsequently disappeared. The date of the event and the lot number are unknown.